Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the 12fr magic 3 catheter had a sharp barb on the tip, which caused the patient to experience self-limited bleeding. No medical intervention required.

Event description:
It was reported that the 12fr magic 3 catheter had a sharp barb on the tip, which caused the patient to experience self-limited bleeding. No medical intervention required.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this intermittent catheter product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the intermittent catheter product ifus are found to be adequate based on past reviews.